Event description:
Per provider the pilot valve is leaking. Per the independent repair center statement the intake filter on the sound box is dirty/stained. The pilot valve on manifold is leaking. The tie strap 17" on sieve beds is defective. The cabinet filter is dirty/stained.